Manufacturer narrative:
The review of the device history records showed no deviation. This is the final supplemental report, the complaint is closed.

Event description:
Damaged inner sterile bag. [Customer].

Event description:
Damaged inner sterile bag. [Customer].